Manufacturer narrative:
Findings: unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating current test or verify failed battery test due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 120 mg/dl. The customer stated that the numbers were scrolling on the screen. The customer replaced the battery and got failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.